Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible fracture of the right ventricular (rv) lead was suspected as there was high short v-v counts/noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.